Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated there was a problem loading an aa4204vl silicone single piece lens, there was pt contact but no injury. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.